Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the patient experienced issues with charging due to the age of the ipg. The explanted device was discarded by the medical facility.